Event description:
It was reported by service report that the head left siderail panel was broken at the handle; the right inner and outer siderail panels were cracked in multiple locations; the footboard modules were popped out of place, and the communication cord was not connected to the headwall preventing the transmission to a remote nurse station. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard modules were popped out of place. Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.